Event description:
The high impedance continued, however, it was noted that the incidents seem to correlate to when the patient had a strong cough. The lv lead was capped and replaced.

Event description:
It was reported that there was a lead warning triggered for left ventricular (lv) lead impedance out of range. The impedance measured high although the trend showed an increase. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a lead warning triggered for left ventricular (lv) lead impedance out of range. The impedance measured high although the trend showed an increase. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that there was another incident of high impedance on the lv lead. An x-ray confirmed that the lead was intact. The patient will continue to be monitored.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.